Event description:
It was reported that the patient presented to the emergency room for interrogation of the implantable cardioverter defibrillator. The patient experienced an episode of ventricular tachycardia that was inappropriately labeled as supraventricular tachycardia due to far r oversensing, resulting in delayed high voltage therapy. Anti-tachycardia pacing was successfully delivered once the ventricular rate slowed. The patient returned to sinus rhythm. Programming adjustments were made. The patient was in stable condition.